Event description:
A customer reported that her husband passed away on (B)(6) 2024, due to an infection while using the medihoney product. The product was applied to a surgical site following a procedure related to diabetes, during which bone was removed. The wound treated by cleaning the wound and change the bandage. The infection began approximately five and half weeks before the patient's passing. The customer only became aware of the infection after her husband was hospitalized, the physician informed her about it. Prior to the hospitalization, she had noticed that her husband was getting weaker, which might have caused a fall. According to information provided by the customer, the medical records and autopsy report are not available.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The medihoney gel (ID 31815) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The customer indicated 3 possible lot numbers for product ID 31815: lots 2328, 2332, 2333. The review focused on identifying possible deviations or anomalies related to possible causes of flip cap - sterile. No deviations (ncs) or documentation errors were identified in the DHR records. The inspection and testing results complied with established specifications. Additional information received: patient's daughter (B)(6) stated: "dad was admitted to the hospital in october with a broken hip. He had an infection in his foot that he was treating with medi honey, and he ended up having a metatarsal bone removed due to the infection. He then went in for hip surgery and passed away."

Manufacturer narrative:
Corrected fields: b2: previously: other serious (important medical events) - corrected to: death. H1: previously: serious injury - corrected to: death. Updated field - h9.